Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted due to patient's chronic atrial fibrillation (af). In addition, this ra lead broke off and became wedged higher in superior vena cava. No additional adverse patient effects were reported.